Event description:
At replacement, the old implantable device was completely corroded. It was noted that the pt had fallen, but they were unsure if this was what caused the extreme damage to the device.

Manufacturer narrative:
(B)(4).